Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure in order to treat rectocele, rectal prolapse and bleeding, pelvic floor prolapse, perineocele, defaecation disorder and stress urinary incontinence and mesh was implanted. At the time of implantation the patient underwent the concurrent procedures of perineal orifice, posterior repair, cystoscopy, sacral colpopexy with posterior repair, and modified ripstein rectopexy.

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2007 and mesh and sparc were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Additional narrative: it was reported that the patient also had a sling implanted on (B)(6) 2007. It was reported that the patient also underwent the concurrent procedure of a modified ripstein rectopexy on (B)(6) 2007.

Manufacturer narrative:
(B)(4). It was reported that patient underwent perineal revision, lysis of bilateral scar bands with vaginal reconstruction, and small intestinal submucosa graft placement on (B)(6) 2012 by implanting surgeon due to vaginal stenosis with scar band at implanting facility.

Event description:
It was reported that patient underwent perineal revision, lysis of bilateral scar bands with vaginal reconstruction, and small intestinal submucosa graft placement on (B)(6) 2012 by implanting surgeon due to vaginal stenosis with scar band at implanting facility.